Event description:
It was reported that during procedure the black plastic from impactor flakes off. All pieces were removed. No injuries or delays reported. Backup device was available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection revealed the device shows excessive signs of wear/usage. The device has multiple scratches, burrs and gouges in the plastic. The device was manufactured in 2008. A clinical evaluation was conducted and this is a complaint from the united states reporting; ¿black plastic from impactor flakes off during surgery¿ (no injuries and no delay, all pieces were recovered)¿ per the submitted, original complaint. The product analysis states - a visual inspection revealed excessive signs of wear usage. The device has multiple scratches, burrs and gouges in the plastic. The device was manufactured in 2008. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.